Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the pump module had a broken door latch. The latch was replaced, the pump module was calibrated, was able to infuse and passed all the tests. No further information was provided.